Event description:
It was reported that the right ventricular lead exhibited brief noise events, the patient was asymptomatic. Attempts to recreate noise with pocket manipulation or isometric exercise were unsuccessful. The device was reprogrammed and the patient would be monitored with regular follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.